Event description:
It was reported that during a video lap colon procedure once the device was fired, it seemed that the clips were properly applied, but after releasing the jaws, the surgeon noticed that the clips had an x-shape, thus it was necessary to retrieve all the malformed clips. The user tried to fire also outside the operation field and the clips fell out malformed as well. The case was carried out and finished by using a laparo device. There was no pt consequences were reported.

Manufacturer narrative:
Date sent: 02/26/2008. Info anticipated, but unavailable at this time.